Event description:
It was reported that this patient's pacemaker was not being programmed for the past three years. Additional information received indicates that this device was not working properly which cause the patient to experience shortness of breath. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.